Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The pt experienced pain, dyspareunia and difficulty urinating, erosion of her internal tissues, and has undergone add'l surgeries and revisionary procedures, including a cystocele repair on (B)(6) 2010, which determined there was folding over the apex which was cut and the mesh was removed. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia; cystocele. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.